Manufacturer narrative:
Concomitant medical products and therapy dates: unknown brand of back-biter and shaver used during the same procedure on (B)(6) 2016. The acclarent product used during the procedure was said to have functioned as normal; there was no report of product malfunction. The lot history record review was completed and confirmed that lot 160404a-pc met release specifications. The product is available for return. If additional information is received regarding this report, a supplemental report will be filed. (B)(4).

Event description:
Acclarent was informed of an event which occurred during a revision sinus surgery in which a relieva spinplus kit, 3 guides, 6x16 mm, 5pk system was used. The revision sinus surgery procedure was performed on 06/20/2016. An unknown brand back-biter and a shaver were said to have been used in addition to the acclarent product. The ethmoidectomy had just been completed; the balloon was inflated and retracted back into the guide when a csf (cerebrospinal fluid) leak was noticed. The injury was surgically sealed and repaired during the procedure. The patient was said to be doing well.